Event description:
Patient developed an infection of the device pocket and lead track site. Cultures were positive for staph aureus and klebsiella. The patient was treated with IV and oral antibotics and the infection is reported to have resolved.